Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker had a radio frequency (rf) anomaly. Rf communication was not functioning with the device. A session record confirmed there was an rf software error. The device was reprogrammed successfully and was confirmed using an rf antenna with the programmer.